Event description:
Clinic notes dated (B)(6) 2013 reported that the patient has experienced an increase in seizure frequency. The patient was recently involved in a motor vehicle accident six weeks prior, for which the physician indicated was not related to the increased seizure frequency. The physician noted that the generator seemed to be at end of life and appeared to be ¿failing¿ which was probably the root cause of the increased seizures. The patient was therefore referred for generator replacement surgery. No medication changes were made, and there were no other medication changes by another physician. The seizures were reportedly well controlled after the last vns programming adjustments. The patient has had seizure episodes after physical therapy. The patient remained happy with vns and its beneficial effects. The vns magnet helps abort some seizures. After the generator replacement, the physician noted that he would re-evaluate the medication regimen. Attempts for additional information have been unsuccessful to date. The patient had generator replacement surgery on (B)(6) 2013. Product return is possible, but the product has not been received by the manufacturer to date.

Event description:
The explanted device was discarded.